Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4193 implantable pacing lead (B)(6) 2007; 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted sooner than expected, likely due to high programmed output. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.